Manufacturer narrative:
Pump received with missing segments/partial display due to cracked and bleeding lcd glass. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that part of the customer's screen on their insulin pump was blacked out. The customer stated they had dropped their insulin pump. Customer also stated they were unable to read the screen. No additional information provided.